Event description:
Additional information: during the investigation of this event, the reported type 3b endoleak of the main body was refuted, rather there is a strong evidence of fabric billowing. This is not a device malfunction. The stent graft material is designed to stretch. Also an intervention was completed using non - endologix stents. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event will be moved a product observation.

Manufacturer narrative:
At the completion of the clinical assessment, the reported type 3b endoleak of the bifurcated stent graft (main body) was refuted, rather there is a strong evidence of fabric billowing. This is not a device malfunction. The stent graft material is designed to stretch. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event will be moved a product observation. Corrections: please remove any previously reported information as this event is no longer a reportable event.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft and an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post op, a routine follow-up CT identified an unspecified type iii endoleak. The patient is being monitored.